Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a leak in the disposable, which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a leak from the supply bag connection which is a know cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of four of peritoneal dialysis therapy. It was found that there was a leak in the top of the supply bag/connection. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.